Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) quit working in (B)(6) 2014. At that time the patient didn¿t need the stimulation but at the time of the report they did. The patient had a 4 wheeler accident in july and experienced no discomfort. They also had a pickup truck accident 3 weeks prior to the report. Starting the saturday prior to the report they started feeling debilitating pain by the ends of the leads in their back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that an overdischarge (od) was suspected. Communication problems were noted. The stimulator hadnt worked since (B)(6) 2014, as the patient wasnt able to charge it after it depleted. The patient mentioned he argued with the physician about the placement of the battery as it was put in the wrong spot. He had offered to jumpstart it but the patient declined. Physician listings were provided. If additional information is provided, a follow up report will be sent.